Manufacturer narrative:
Insulin pump passed displacement test and self test, however unit received unexpected battery power loss, failed sleep current measurement and active current measurement due to corroded electronic assemblies.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.